Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) and battery pack sn (B)(4) have been completed. The reported problem (unable to charge battery pack / does not power monitor or charge) was confirmed. Upon evaluation of the battery charger, there was contamination on the battery board and the q1 current controlling transistor and the u13 processor were shorted. The cause of the inability to charge the battery packs is the contamination and defective components. The cause of the defective components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Upon evaluation of the battery pack, there was contamination on the pca and battery cells and the nickel busbar tab at the p3 pad was loose. The cause of the non-functional battery pack is the contamination and loose busbar. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not charge or power a monitor and that the charger would not charge the battery pack.